Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had randomly unexplained no delivery alarm, button error. Customer also stated that the they got diminished battery life as well as insulin pump lost setting during change battery. The customer¿s blood glucose level was unknown. Troubleshooting was not performed .the insulin pump will not be returned for analysis.